Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016: device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: moisture was evident behind the display lens. A leak test showed that there was a leak at a crack in the pump case. There was evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged with moisture) issue. The display screen was reportedly scratched and the user was unable to read the screen. There was also reportedly moisture and corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.